Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-05460 during follow-up, there was episodes of oversensing due to. Noise noted on both the right atrial (ra) and right ventricular (rv) leads. No intervention was performed to resolve the event and the patient was in stable condition and will continue to be monitored.